Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 98 mg/dl. No significant events leading to the alarm were observed. The customer did note, however, the she was close to a magnetic resonance imaging machine, and the device may have been exposed to the strong magnetic field. Advised replacement of the insulin pump. The most recent blood glucose reading was 55 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the alarm. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window. No unexpected blank display was noted.